Event description:
It was reported that the atrial lead was not pacing or capturing. It was also reported by the physician that this patient has a long qt and does not need atrial pacing. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.